Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: (B)(6) 2017 (B)(6). Manufacturing date: unknown since serial number was not provided. The article did not indicated any harm that required treatment to prevent permanent harm. The study was not randomized nor was it masked and consequently the conclusion lacks scientific rigor. Citation: osman mh, khalil nm, el-agha ms. Incidence of posterior vitreous detachment after femtosecond lasik compared with microkeratome lasik. Cornea. 36:9. 1036-1039. (B)(6) 2017.

Event description:
As part of a study it was reported that 10 patients underwent femtosecond laser-assisted lasik. One month after surgery, posterior vitreous detachment (partial or complete) was detected in 17 eyes (no amount of patients were given). No information that patient required medical or surgical intervention was provided.